Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. As the event occurred in the past troubleshooting was unable to be completed, however customer indicated the issue had been resolved. There was no reported impact to the customer¿s blood glucose.